Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels of over 500mg/dl. The customer stopped using the pump an hour prior to contacting tandem technical support, and was using syringe injections to manage bg levels. System check was performed with tandem technical support, and the pump performed as intended. The customer will be on lantus and humalog shots until they meet with their healthcare provider the following week to review diabetes management.